Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no damage to the grip tips were observed. The "hinge" of the grip tips did not appear to be dislodged. The instrument's inputs were manually articulated and the grip tips opened and closed. No grip misalignment was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. The instrument was fully functional. There was no problem detected. A review of the device logs for the force bipolar (part# 471405-06 / lot/serial# n11210510-0132) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2021 via system serial# (B)(4). There were 10 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is reportable due to the following: the customer reported that the instrument's pin was dislodged with no evidence or claim of user mishandling/misuse. Failure analysis was not able to confirm the alleged issue through product evaluation - there was no problem found. In addition, there was no reported patient injury that resulted from the reported issue. Although there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: the patient information was not able to be provided by the site. The expiration date in is not applicable. Implant date is blank because the product is not implantable. Information for the initial reporter is unknown. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy (benign) surgical procedure, the hinge part of the force bipolar instrument came off while the user was trying to pull the uterus to the left side of the patient and trying to recover the uterus. As a result ,the jaw of the instrument failed to open and close. The instrument could not be used because the jaw was still closed. The customer switched to a fenestrated bipolar forceps to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hinge is at the base, close to the jaws, and where the instrument opens and closes. There was no patient injury. The instrument was inspected prior to use. The customer did not notice damage or anything out of the ordinary. Ports were already placed when the issue was identified. The instrument was not removed through the cannula from the arm easily due to the protruded hinge. The customer had to push the hinge and removed it together with the cannula. No further details have been provided as of the date of this report.